Event description:
It was reported that the right ventricular (rv) lead had high thresholds. Capture management indicated high thresholds of greater than 2.5 volts on multiple occasions which was adapted to 5 volts. In clinic testing results showed threshold as .5 volts. The lead remains in use with a plan to recheck in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.